Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
During a thorascopic surgery, the tip of the 3.5mm hexagonal screwdriver broke off while tightening a screw. The tip could not be removed from the recess of the implanted screw.